Manufacturer narrative:
The investigation determined that higher than expected vitros phenytoin (phyt) quality control results were obtained from a single level of vitros tdm pviii lot u9721 using vitros phyt slide lot 2623-0183-6194 on a vitros 5600 integrated system, j56001433. The cause of the event is likely an instrument issue with the vitros 5600 system. Historical quality control results using vitros phyt slide lot 2623-0183-6194 were not acceptable for within-lab precision. Diagnostic within-run precision testing using vitros phyt slide lot 2623-0183-6194 was performed on vitros 5600 integrated system j56001433 and was outside ortho acceptable guidelines. Additionally, a precision test run with alternate vitros phyt lot 2623-0183-7487 was also outside ortho acceptable guidelines, therefore indicating an issue with the vitros 5600 system. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros phyt slide lots 2623-0183-6194 or 2623-0183-7487.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros phenytoin (phyt) quality control results were obtained from a single level of vitros tdm pviii lot u9721 using vitros phyt slide lot 2623-0183-6194 on a vitros 5600 integrated system, j56001433. Vitros tdm pviii result of 33.87 ug/ml vs. The expected result of 28.1 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).